Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the discovered damage was determined to be a component failure specifically, an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a cut was found on the ultrasonic probe cable unit. There was no patient involvement.